Event description:
In order to perform rota-atherectomy to the distal of lad for the pt having heavily calcified lesion from #6 to distal segment of lad, reportedly a 0.014" guidewire was advanced to distal segment and the corsair catheter was advanced over the guidewire. The guidewire was withdrawn and a rota-wire was inserted instead. When the withdrawal of the corsair catheter was attempted, physician noticed resistance and applied rotational manipulation to the catheter for bail out. Tip separation was noticed with the corsair catheter. Attempt to snare the separated tip was made, but failed, so the portion was fixed to the vessel by stent deployment. Physician commented he might have conducted excessive manipulation with corsair.

Manufacturer narrative:
The distal end of the catheter was separated at approx 7mm from tip end. Shaft of the catheter was wavily deformed, and strand-pitch deformation was observed with the shaft nearby the breakage site. Deformation was presumed to be due to the excessive rotational manipulation to the device. Lot history review revealed no irregularity that may relate to the event. It is presumed that the tip end of corsair catheter might be caught by heavily calcified lesion, where rotational manipulation was applied excessively, resulting breakage of tip end by the accumulated force exceeding the product design limit. IFU describes: "do not use in advanced calcified lesion." As one of the contraindications and prohibitions. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear." Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached." Rupture is described as one of the possible malfunction and adverse events.